Manufacturer narrative:
H.6. Investigation: one photo received, image shows the blister pack packaging catalog number 303310. Failure is not observed. Furthermore, during the documentary review of the batch 0332345 no quality events records in the product manufacture were found, the batch was inspected and later released accordance with the valid work instruction. Neither physical samples nor photographs were received for his evaluation, for this reason is not possible to determine possible failure modes, therefore there are no corrective actions. H3 other text : see h.10.

Event description:
It was reported that the needle was difficult to connect to the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "complaints about the bd 20cc syringe being hard to put a needle onto- you can put needle on if you apply a lot of pressure."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was difficult to connect to the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "complaints about the bd 20cc syringe being hard to put a needle onto- you can put needle on if you apply a lot of pressure"